Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all (B)(4) release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent sling implantation with concurrent transvaginal hysterectomy and anterior/posterior colporrhaphy. The patient experienced urinary incontinence, vaginal bleeding and "tear in lignin" that resulted in multiple md visits for treatment. (B)(4). Tear in lining.

Manufacturer narrative:
(B)(4). Reason for surgery: sui, pop, rectocele. It was reported that following insertion the patient experienced painful intercourse, and can no longer have intercourse.